Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the lipid infusion ¿keeps clotting off in the filter.¿ it was noted that the nurse checked the set-up by disconnecting the lipid tubing from the patient and starting the fluids on the pump, and it still reads "patient occlusion" even though it was not connected to the patient. There was patient involvement but no harm.